Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy the surgeon had a clip scissor upon forming and several more clips fed out of the jaws without forming at all. A picture is attached. The er320 was from the fdc30 kit, #j45f3k. There was no consequence to the pt. 2/13/97 rep responded another er320 was used to complete the case.